Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site, and subsequently, the patient underwent a skin revision surgery (specific date not reported) to excise the overgrown skin.